Manufacturer narrative:
This report is being supplemented in the following fields: h6 and h10, to provide additional information regarding the reported event. The most probable cause of the reported event was determined to be: due to handling or temporary malfunction of equipment. However, the definitive cause of the reported cannot be determined at this time.

Manufacturer narrative:
The device was not returned to the service center for evaluation. However, the investigator contacted the customer over the phone to perform troubleshooting. During the evaluation, the customer was not able to see the provation output image on the monitor. The customer was not able to identify the video inputs on the back of the monitor. The customer was then instructed to go to the front of the monitor and select the various inputs on port a until they were able to get a video image from the provation system on the monitor. However, they were not able to clarify which input gave the image. The customer was able to view the video image on port b. Additionally, the customer found a pip box and was able to toggle the pip button on the monitor until the pip box was deselected. The reported issue had been resolved. The most probable cause of the reported event was due to improper settings on the device as a result of customer training. Customer contacted over-the-phone.

Event description:
Olympus received a complaint from the user facility stating that the customer is not able to get the provation output image on the device. There was no patient impact.